Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms included swelling and pain at the ipg site. It was believed that the infection was procedure related. The patient was administered peripherally inserted central catheters (PICC line) antibiotic and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 16071238, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.